Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
It was reported that the ventilators display was dim. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the display assembly to address the reported issue.

Manufacturer narrative:
B4: 31jul2020. G4: 30jul2020. H10: a user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.